Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery was performed on an unknown date, the patient experienced component loosening. This adverse event was treated by a revision surgery on an unknown date, in which an unkn journey ii bcs knee insert was exchanged. The patient's current health status is unknown.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reported, after a total knee arthroplasty surgery was performed on an unknown date, the patient experienced component loosening. Per report, this patient presented to the operating room on an unknown date with a knee that appeared loose. The patient underwent a revision in which an unknown journey ii bcs knee insert was exchanged. According to the report, the surgeon exchanged the patient¿s 18mm 3-4 left bcs poly for a new 21mm left bcs poly. It was reported the patient was stable on the table. No other clinical documents were provided. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, loss of ingrowth, osteolysis and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected information in h6 (health effect - clinical code).